Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tubes foreign matter was found inside the tube. The following information was provided by the initial reporter. The customer stated: ¿the distributor reported that foreign matter was found inside tubes.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tubes foreign matter was found inside the tube. The following information was provided by the initial reporter. The customer stated: ¿the distributor reported that foreign matter was found inside tubes.¿

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-10-31 h.6. Investigation summary: bd received 9 samples and 2 photographs from the customer in support of this complaint. An evaluation of 9 returned samples and 2 photographs provided showed tubes with larger than normal droplets of additive on the tube walls. This is recognized to be an aesthetic defect with no impact on the efficacy of the tube. Additionally, 100 retained samples from the bd inventory were visually inspected, and no additive abnormality was found. Bd was able to duplicate and confirm customers¿ failure mode from the samples and photos received. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements.